Event description:
(B)(4) (B)(6) 2011 - replacement joystick - user was riding the chair when it allegedly stopped all of a sudden and the screen said goodbye. The joystick could not be turned back on. (B)(4) (B)(6) 2011 - the chair allegedly stopped suddenly again and the screen said goodbye. Dealer unplugged the smart box and it still did not work. He unplugged the joystick, leaving it in the "on" position and the chair worked intermittently. The remote on/off port was inactive. The chair allegedly would not work 4 - 7 times per month. The battery connections were checked and the only way to get the chair to work was to unplug the joystick, leaving it in the "on" position and plug it back in. (B)(6) 2011 - joystick was replaced with a smart 4 way switch box and tram box on (B)(4). (B)(6) 2011 - dealer called stating that the chair allegedly was continuing to have the same issues. (B)(6) 2011 - dealer was sent a psr joystick on order #(B)(4), thinking this would solve the issue. (B)(6) 2011 - dealer called to advise he was getting hhp (hand help programmer) come up on the display even when the programmer was not plugged in. Per engineering, this is due to a bad board on the joystick. The end user at this point considers himself a guinea pig and wants a replacement chair.

Manufacturer narrative:
(B)(4) have been initiated for this issue. Model tdxsp-mcg -serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1143190 rev j (nov-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.